Event description:
A practice reported to mdic on 2/22/2016 a female patient who was experiencing numbness on the chin and neck after receiving a full neck ultherapy treatment. The practice reported 7 months post treatment ((B)(6) 2016) the patient was slowly resolving and regaining sensation along the jaw line but was still numb in the submental area. Per ulthera IFU, no permanent injuries to facial nerves have been reported. Patient has not resolved in a reasonable amount of time, will update this report when patient is 100% resolved. Device support log was not reviewed, it was requested from the practice but was not received despite multiple attempts.